Manufacturer narrative:
One sample device was returned. The sample was received inside the clear, plastic bag. Sample analysis confirmed the complaint. All information reasonably known as of 20-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The device history record for the reported lot number: m7359t304, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and the investigation; a follow-up report will be filed. Root cause could not be determined. A field action was initiated on (B)(4) 2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to (B)(4), in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to 8030647-2018-00373 for the second event. It was reported that there were two incidences of the flex connector disconnecting during use. The connector was popping off regularly while in use and attached to the patient during ventilation. The device had only been used for 2-3 hours and was replaced. The device was changed to a new closed suction system which resolved the issue. There was loss of peep to ventilation. There was no reported injury.